Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl and a loss of consciousness. Reportedly, customer delivered multiple boluses in succession. The customer was transported by paramedics to the emergency room and was subsequently hospitalized. Paramedics treated bg via an unspecified treatment, and once bg levels rose in the hospital, customer was treated with manual injections of insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.